Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, they finished planning and proceeded to the cut screen, and as the real intelligence cori was trying to generate the bone model, they received an internal error message. They quit, resumed, recalibrated, and finished the case without issue. The procedure was completed, with a 5 minutes delay, using the same device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
The real intelligence cori, pn: (B)(6), sn:(B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case/log files were provided for review. Screenshot review found that the smith + nephew splash screen appeared after the femur bone removal screen. The naviosystem.log file confirmed the reported internal error message in the femur bone removal screen. The most likely cause of this system shutdown is a known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, they finished planning and proceeded to the cut screen, and as the real intelligence cori was trying to generate the bone model, they received an internal error message. They quit, resumed, recalibrated, and finished the case without issue. The procedure was completed, with a 5 minutes delay, using the same device. Patient was not harmed as a consequence of this problem.